Event description:
It was reported that because the stapler did not fire the staples properly, the staples were malformed. We had to remove some staples from the skin because of the malformation and that scratched the skin of the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample was returned with its trigger partially engaged and with a partially formed staple unable to release from the device. The staples appeared misaligned. The stapler was returned with 4 staples left in the cover block indicating that at least 31 staples have been fired by the end user. The trigger cycle was completed by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the partially formed staple fired but did not form properly. The staple was manually removed from the stapler and another attempt to fire a staple was made. Once again, the staple fired but did not form properly. Another attempt was made to fire and this time, the trigger became jammed. The device was sent to the manufacturing site for further investigation. Upon investigation, the staples did not form properly. The sample was disassembled , and a piece of the cover block was found broken where it attaches to the trigger. This caused the trigger to disconnect and the shuttle to become loose in the cover block. Cracks and scrape marks were also found on the cover block and the frame. The damage to the cover block prevented the sample from firing properly. Based on the damage observed, it appears that unintentional user error caused or contributed to this event. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "jamming" was confirmed based upon the sample received. The sample was returned with a partially formed staple unable to release from the device. The staples appeared misaligned. The device was sent to the manufacturing site for further investigation. Upon investigation, the staples did not form properly. The sample was disassembled , and a piece of the cover block was found broken where it attaches to the trigger. This caused the trigger to disconnect and the shuttle to become loose in the cover block. Cracks and scrape marks were also found on the cover block and the frame. The damage to the cover block prevented the sample from firing properly. It is unlikely that this damage was present at the time of manufacturing as the staplers are 100% inspected at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box, lot #73l1800683. Investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that because the stapler did not fire the staples properly, the staples were malformed. We had to remove some staples from the skin because of the malformation and that scratched the skin of the patient.